Manufacturer narrative:
Customer did not have control solution available for control testing.

Event description:
Caller received reading as follows: 257 mg/dl (finger) at 9:30 pm followed by a dose of glucophage (approx. 243 mg- half of one tablet). Customer went for a walk. Customer tested at 10:30 pm and had a result of 235 mg/dl (finger). At 10:46 pm, customer tested with a result of 29 mg/dl (finger). During the call customer received, a reading of 198 mg/dl at 10:59 pm. And then 268 mg/dl at 11:00 pm. Customer did not clean the site prior to testing.